Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor used for treatment, was returned for evaluation. The anchor was partially attached to the inserter. Suture was holding two portions together. Threads were torn, twisted and scalloped. The insertion tip was damaged. Both forks were absent from the distal tip of the inserter. The fragments were not found inside the anchor or embedded in the suture. Symptoms indicated excess torque and twisting was applied. The condition also aligns with loss of axial alignment. Normal bone calls for prep with a 3.8mm tapered awl. Per IFU: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Maintaining axial alignment is critical to successful implantation. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met astm requirements with no change from validated design. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor reported on. Product was not returned for evaluation per the customer. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) unexpected bone condition/density. 2) alternate method than technique driven instructions for use. 3) incomplete anchor insertion. 4) loss of or lack of axial alignment. Per IFU: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Maintaining axial alignment is critical to successful implantation. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. Complaint history review indicated no similar allegations for the lot number reported. Rate of complaint occurrence is monitored via surveillance. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a procedure and after having prepared the humerus head, the peek twinfix was being inserted and the tip broke off. A titanium backup anchor was used without further problems. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.